Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged; but, the issue was not resolved. Testing confirmed that the pt's device was not functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.